Event description:
It was reported the pt was experiencing reduced motor function following surgery to replace her thoracic scs leads (reference MFR report #1627487-2014-05689). The pt's physician took her back into surgery and explanted the pt's entire thoracic scs system. Following the explant, the pt regained movement in her leg but had continued weakness. The pt stayed in the hosp overnight for observation. Add'l info received identified the pt's weakness has improved but has not fully resolved. The pot's surgeon stated the pt's issue was the result of a spinal cord injury. The pt will continue physical therapy to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.